Manufacturer narrative:
It was claimed that the device did not work. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on received information, there was no on-site visit as the hospital contacted a third-party for repair. The solution to the issue is unknown and it is not possible to know which parts have been found defective. Therefore, the root cause of the issue could not be determined. H3 other text : 4119.

Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref.#:(B)(4).